Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient experienced elevated blood glucose after a supply change in which the infusion set was found bent, and they subsequently replaced the set with a teflon 6 mm, 23-inch inset under guidance and temporarily disconnected; the patient also administered subcutaneous insulin by pen and later reported glucose at 198 mg/dl trending downward while seeking advice on meal announcement. Symptoms included hyperglycemia. Outcomes included recovery without alerts, alarms, or hospitalization. Investigation included troubleshooting and education regarding infusion set replacement and monitoring for return to target range. Investigation of this case revealed an unclear root cause of hyperglycemia, with a probable contribution from a bent infusion set affecting insulin delivery, though the exact cause could not be confirmed. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.